Manufacturer narrative:
The device was used during treatment and was returned for investigation. The initial functional evaluation of the siu found that when it was connected to a system and powered on, the 40000000000 error code appeared. This is indicative of a blown fuse in the siu. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has been established. The blown fuse in the siu was due to a short in the handpiece cabling. The root cause of the reported event was due to an electrical component failure. We are further investigating this issue and have opened a corrective action.

Event description:
It was reported that there was an internal cabling error during a case. Drill and handpiece were removed, reinserted, recalibrated when necessary and surgery was completed. Investigation results revealed a 40000000000 error code appeared which makes it a reportable event.